Manufacturer narrative:
Device received for this event is being corrected from ank c/x impl c11/d5.5/l11 catalog#: 31010458 to ank impl c11 d 5,5 mm/l 11 mm catalog#: 31010258. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.